Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8338617, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-04; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pen needle would not push out insulin during use. This occurred 1 time in lot 8338617, and 2 times in an unspecified lot. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "consumer reported when injecting they will not press out insulin with different boxes. Informed non patient end placement lot #: 8338617 & 9072616 (might have been pro) and one unknown catalog#: 320144, date of event: unknown different days".

Event description:
It was reported that the bd ultra-fine¿ pen needle would not push out insulin during use. This occurred 1 time in lot 8338617, and 2 times in an unspecified lot. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "consumer reported when injecting they will not press out insulin with different boxes. Informed non patient end placementlot #: 8338617 & 9072616 (might have been pro) and one unknown catalog#: 320144, date of event: unknown different days".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.